Event description:
It was reported that the procedure was to treat a behind the knee, posterior tibial lesion with moderate calcification, moderate tortuosity and 80% stenosis. A 2.5x80 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was intended to be advanced over the command 18 guide wire; however, there was resistance when advancing the balloon. The balloon and the guide wire were removed together to be inspected. Upon inspection, it was noted that the coating on the proximal part of the guide wire had peeled away. The peeled portion of coating remained on the wire so everything was removed from the anatomy in its entirety. The guide wire was exchanged for a new command 18 guide wire and the same armada pta catheter was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual, dimensional and chemical analysis were performed on the returned device. The reported peeled polymer was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A chemical analysis was performed on the guide wire. The analysis did not detect presence or trace of adhesive on the core wire¿s outer surfaces circumference. The investigation determined the noted peeled polymer appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.